Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. After intravascular ultrasound (ivus) was performed, the 3.0 x 23 mm xience v stent delivery system (sds) was advanced for direct-stenting to the lesion and inflated two times, to 16 atmospheres (atm); however, a balloon rupture occurred on the third inflation of 16 atm. A trek balloon was then used to fully deploy the stent. There was no resistance noted during advancement or removal of the sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: eel light; guide cath: taiga sal1. (B)(4): no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Because the balloon ruptured, the stent implant was only partially deployed and post-dilatation was performed with a trek dilatation catheter to fully expand the partially deployed stent implant. There is no indication of a product quality deficiency.